Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin (dosage, route, frequency, and duration not reported) and fortaz (1g, intraperitoneally, daily (duration not reported)) for the peritonitis event. Treatment with vancomycin and fortaz was reported to be ongoing. Six days after the hospitalization started, the patient was discharged from the hospital. It was reported that the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 3 of 4 involved in this peritonitis event.